Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2015. During the procedure, the liner would not seat into the acetabular cup. The liner and modular head were removed and replaced. A delay of over 30 minutes occurred during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." The following sections could not be completed with the limited information provided. Initial reporter - unknown

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, the root cause of the event could not be determined. Preventive action has been initiated to address the reported issue.